Event description:
Patient had bilateral index tka. Patient is admitted with pain and bilateral knee pji. Undergoes bilateral revision on (B)(6) 2021 with all components exchanged, and antibiotic loaded cement for treatment. Patient returns for persistent right knee pji on (B)(6) 2021for an I&d and poly exchange reported. Patient returns with persistent pji, undergoes new revision with an I&d and a poly exchange only. Patient returns with persistent pji, undergoes another revision with an I&d and a poly exchange only. Patient returns with persistent pji and is revised on (B)(6) 2021. All components were exchanged except patella.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. The following devices were also listed in this report: tri ts femur sz5 right; cat#5512-f-502 ; lot#ggb9e. Tri ts baseplate size 5; cat#5521-b-500 ; lot#ggs4ga. Triathlonctrfemconeaug sz 7&8r; cat#5549-a-672 ; lot# l70m1. Triathlon sym cone aug sz e; cat#5549-a-150 ; lot#hhp8. Tri cemented stem 12mmx100mm; cat#5560-s-212 ; lot#0090874j. Tri post augment sz5 5mm; cat#5543-a-500 ; lot# ery7e. Triathlon femoral distal augment 5mm - size 5 right; cat#5540-a-502 ; lot#dzo7e. Tri lm/rl tib aug sz5 10mm; cat#5546-a-501 ; lot# erfca3d. Triathlon cemented stem-15mm x 100mm; cat#5560-s-215 ; lot#0077017a. Tri rm/ll tib aug sz5 10mm; cat#5546-a-502 ; lot#erffm5d. Triathlon symmetric x3 patella; cat#5550-g-339-e ; lot#ty1p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.